Event description:
The pt contacted lifescan (lfs) alleging that their one touch ultra meter was reading in the incorrect units of measurement. About 3 months ago, the pt ate dinner. One hour later, they tested with the reported meter, the pt did not recall the result obtained. They took insulin based on the meter result. The pt takes basal insulin 3 times a day at set amount and takes novorapid insulin according to the amount of carbohydrate eaten; specific dosages taken were not provided. During the night, they lost consciousness and was taken by ambulance to the hosp where a result of 20 mg/dl was obtained. They were treated with IV glucose and hospitalized for two weeks in intensive care with a diagnosis of hypoglycemia. On discharge, their medication regiment prior to the hospitalization was resumed. The pt stated that they misinterpreted readings on their meter to be in mg/dl while the meter was incorrectly set to mmol/l. They believed their taking insulin based on misinterpretation of the meter reading was the cause on their hypoglycemic incident. The pt did not have their meter with them at the hospital. On discharge to home, the pt reset the meter units of measurement from mmol/l mg/dl. The customer care representative confirmed that the meter was set to mg/dl when the pt contacted lifescan in 2005. The pt was unable/unwilling to answer if the meter had been set to mg/dl before the above referenced incident. The meter, test strips, and control solution were replaced.